Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, pt and device information. Study event. The device remains in the pt. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of ae: after the procedure. It was reported that about one hr post a right internal carotid artery stenting procedure, the pt developed slurred speech and left sided weakness. The symptoms worsened through next day, and by the next evening the pt required intubation. Five days post procedure, the pt's condition began to improve and was ready to be extubated. The pt's strength and communication were beginning to improve. By the time of discharge to a rehabilitation facility, nine days post procedure, the pt was communicating appropriately and had movement on his left side. Although requested, there is no additional information available.